Manufacturer narrative:
The reported event of lead insulation damage was confirmed, the reported event of guidewire was not confirmed due to no guidewire being returned with lead. As received, a complete lead was returned in two pieces measuring 107.8 cm and 51.3 cm with the stylet stuck inside the lead. Final analysis found that the insulation was damaged at 79.8 cm to 82.8 cm from the connector pin. The cause of the reported event insulation damage was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve pulled out of the molded connector assembly consistent with excessive forces during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the physician had difficulty retracting the guidewire from the left ventricular (lv) lead. While retracting the wire, the lv lead broke. The lead was not used and a new lead was implanted. The patient was in stable condition.